Event description:
Procedure type: kidney/adrenal gland surgery. According to the rptr: during use, the seal part broke. Nothing fell into the cavity. No tissue damage. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)